Manufacturer narrative:
The distributor communicated that the doctor had 3 potential infections occurred with minibunion usage. The surgeon confirmed that one of cases performed on (B)(6) 2020 experienced delayed healing, edema and took oral antibiotics. The surgeon expressed that during the procedure control of the capital fragment was difficult and the bone cortex may not have been smooth causing soft tissue irritation as there is not a lot of tissue over the surgical site. The hardware was not removed, and healing occurred approximately 6 weeks post-operatively. The part number and lot number associated with the event is unknown. The surgeon performed 4 cases; 3 cases included a single lot. Part number 3100-2716nl lot 510023 with available parts. Cytotoxicity, endotoxin and bioburden testing was performed and met acceptance criteria. Additional part numbers implanted include: 3100-2716nl lot 501079 minibunion 2.7x16mm non-locking screw. 3100-3022lk lot 501197 minibunion 3.0x22mm locking screw.

Event description:
The distributor communicated that the doctor had 3 potential infections occurred with minibunion usage. The surgeon confirmed that one of cases performed on (B)(6) 2020 experienced delayed healing, edema and took oral antibiotics. The surgeon expressed that during the procedure control of the capital fragment was difficult and the bone cortex may not have been smooth causing soft tissue irritation as there is not a lot of tissue over the surgical site. The hardware was not removed, and healing occurred approximately 6 weeks post-operatively.